Event description:
Report 3 of 4: it was reported that during use of the bd pcr cartridge on bd max instrument, a false positive flu a patient result was obtained. Sample was repeated on the max and gave negative results. There was no report of patient impact.

Manufacturer narrative:
Investigation summary - the complaint investigation for false positive and unresolved (unr) results with the bd pcr cartridges (ref. 437519) lot 4149768 and 4164798, along with bd max respiratory viral panel (rvp) assay (ref. 445215) was performed by review of customer¿s data and by the complaint¿s history review. Customer complained about unusual curves concomitant with false positive on the flua target and unr results when using bd pcr cartridges from lots 4149768 and 4164798 along with the rvp assay. The information about which cartridge lot was matching which event was not provided. Customer provided scanned reports of runs 1428 and 1482 from instrument ct0460 and 3218, 3249 and 3210 from instrument ct0882. A pdf was also received for run 3210 but not for the other runs despite requesting it, and it was thus not possible to confirm which lot was used when the false positive and atypical curves leading to internal control failure results were obtained. Analysis revealed pcr curves for samples in run 1482; position a1 and a10, run 3218; a3 and 3249; a3 presented an upward drift in the cy5 channel (flua target, while samples in run 1428; b1 and 3210; a5 showed an upward drift in the rox channel. There is an indication of a bd pcr cartridges issue for the lots 4149768 and 4164798 based on the analysis of the complaints received for unusual curves presenting an upward drift in the cy5 channel (flua) and rox channel (ic) when using bd pcr cartridges with the bd max rvp assay. The root cause for the cy5 and rox signal drift issues associated with the bd pcr cartridges lots 4149768 and 4164798 was identified during corrective and preventive action investigation. A change in the adhesive supplier by bd¿s pcr cartridge label suppliers was identified as the root cause for the observed issue. Actions were taken both internally at bd and externally with our suppliers to prevent the recurrence of this product issue. Bd confirms the complaint based on the investigation that was performed. Bd apologizes for the inconvenience that this may have caused. Bd quality will continue to monitor for trends.

Manufacturer narrative:
D.2. Additional medical device types: njr. D.4. Medical device lot: unknown. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. E.1. Initial reporter phone: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 3 of 4: it was reported that during use of the bd pcr cartridge on bd max instrument, a false positive flu a patient result was obtained. Sample was repeated on the max and gave negative results. There was no report of patient impact.